Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected a33 alarm anomalies noted. No unexpected a21 alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected audio or vibrate alarm anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted out insulin while priming, vibrate alarm did not work and giant screen scratches made it hard to read. The customer¿s blood glucose level was unknown. Customer also reported unexplained random no delivery alarms, insulin pump resets by itself and rejected new batteries. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.